Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: improper component placement. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2017, follow-up computed tomography (CT) showed that the proximal end of contralateral leg component in the left side was located approximately 5 mm above the long marker on trunk-ipsilateral leg component, and luminal of the ipsilateral leg was narrowed. On the same day, intra vascular ultrasound (ivus) confirmed that no further issue was observed in the right leg. A bare metal stent (epic) was additionally implanted inside the right leg, as along the proximal end of contralateral leg, just in case. Ivus confirmed that there was no issue in the luminal of the both legs. The patient tolerated the procedure. Reportedly, the physician considered that the contralateral leg was unintentionally located more proximal to the intended position during the initial procedure.